Manufacturer narrative:
Date of event: exact date unknown, event occurred several years from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 15741240. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 16197965.

Event description:
It was reported that the patient was not getting adequate pain relief for several years. All device components were explanted and will not be returned.